Event description:
The complaint/event involved a 7" pressure infusion (400psig) ext set w/remv microclave®,purple clamp, rotating luer. The reporter stated that, after disconnecting IV tubing from the blue occlusive cap at the end of an IV extension set, the blue occlusive cap became dislodged by itself that caused the IV to leak blood. When checked, the occlusive cap had come fully dislodged from the tubing of the IV extension set. The rn occluded the vein, had another rn grab a second set, twisted off the occlusive cap from that set, and used that and a flush to seal and then flush the IV in the patient's arm. It was found from staff in the ER that the cap indicated in the statement will sometimes be loose when the item is removed from the packaging and mentioned it was as if it had not been completely screwed onto the tube. There was no adverse event and no delay in therapy.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or photo/video, an investigation could not be performed and a probable cause could not be determined. A DHR lot # review could not be conducted because no lot number was identified.